Event description:
The reporter called for her father, and stated that occasionally he gets the er1 message, but he retests with another test strip and gets a bg value. She stated that "his bg values run between 90-140 mg/dl and never get much higher than that."